Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room after three inappropriate therapies delivered. The device programming was not optimized for the patient's condition. In addition, a device alert for out of range high voltage impedance was observed and is related to a non-abbott lead not properly inserted into the header. The device was reprogrammed. The patient was stable.